Manufacturer narrative:
.

Event description:
A customer contacted a baxter technical service rep (tsr) regarding a system error 2240 alarm that appeared on the display of the home pt's homechoice (hc) machine during their automated peritoneal dialysis therapy. The home pt (hp) states his pt line extension became disconnected. The tsr explained and cleared the alarm. The hp will complete therapy manually and will let rn know of the air in set alarm. The hc is ok. No pt injury or medical intervention was indicated at the time of the initial report.